Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer and cubies had failed to lock when opened and closed. A field service engineer (fse) reseated the row board cable on the drawer controller printed circuit board (pcb) and tightened hard stop fasteners. The fse verified that all cubies were detected and functional, and the user was able to recover the storage space without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer and cubies failed to lock when opened and closed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient, but the user managed to retrieve the medication from another station/pharmacy. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.